Event description:
In 2009, the pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Post-operatively, the pt developed some motor loss, but still maintained sensory function in the right leg. The next day, a spinal drain was inserted. The drain was removed three days later. Currently, the pt's condition is stable; however, the pt has not fully recovered.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt was tg4020.